Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that an endopouch broke open during a laparoscopic cholecystectomy case when the gallbladder was being removed from the abdomen. The specimen was average in size and the surgeon did not need to use any more force than usual to pull it through the umbilicus. There were no patient consequences reported. No more information available.